Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Review of transmission noted noise on the atrial channel during automatic mode switch episodes. Intervention was discussed, but none were performed and the patient would be monitored. There were no patient consequences.